Manufacturer narrative:
Method - device review & complaint history review. An evaluation of the devices cannot be performed as the device was discarded and not returned to the manufacturer. Device history records for the specific lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies that are relatable to the event. A review of the complaint history database shows that there have been no other reported events for the subject lot code or catalog number. There have been other similar events for the product family. In several of these investigations the event was not confirmed. The root cause could not be determined at the time of evaluation. Further information on this event was not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a revision tha due to a dislocation of inner head from a uh-1.